Event description:
It was reported that (1) tlc55 was used during a unknown procedure. It was reported by the rep that the tlc55 stapler "did not fire". No details obtainable but left message for nurse to get add'l details. The rep stated that she assumes a new stapler was opened to complete the case. There was no consequence to pt.